Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was report during an ipg replacement procedure (reference MFR report: 1627487-2018-09256) intra-operative diagnostics revealed high impedances on the patient's scs lead. In turn, the lead was explanted and replaced with two new leads. Postoperatively, effective therapy was restored.